Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified at this time the next course of action includes hip surgery to remove bone spurs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient stated he does not believe the pain is related to the ipg and is pursuing other non-scs related health issues at this time.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to address the issue. Details of the surgery remains unknown at this time.

Event description:
Follow-up identified the patient's ipg was relocated during the (B)(6) 2017 procedure, which in turn resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The ipg appears to be superficial and the header of the ipg is pulling on the incision, which in turn is causing a bruising sensation. Surgical intervention is planned to address the issue.